Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil approximately 333 mm from the terminal pin. The helix was stretched and bent and there was dried blood/tissue present around the helix. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil was stretched and deformed and there was a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This occurred at explant secondary to the clavicle-first rib damage.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise and high out-of-range impedance measurements. Surgical intervention was performed and the lead was tested on the pacing system analyzer (psa) and confirmed the clinical observations. The lead was explanted and replaced without incident. The patient is pacemaker dependent but besides surgical intervention, there were no adverse patient effects.